Event description:
Hcp reported device turned itself on for no apparent reason causing the patient to fall to their knees. The device was checked and everything was working properly. No treatment / intervention required. Patient recovered without sequela. No report of device explantation. A follow-up report will be sent if additional information is received.